Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. Analyst commented, marker channels saved on ventricular sensing episodes indicate possible t-wave oversensing, but without electrogram this cannot be determined with certainty.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead exhibited t-wave oversensing. Program/setting adjustments were recommended and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.